Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported that a patient said their patient programmer (pp) will turn stimulation on or increase stimulation to painful levels on its own without any action by the patient. The patient said they are waiting for their healthcare provider (hcp) to contact them. The implantable neurostimulator is indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Event description:
The consumer further reported that the patient had daily sharp pelvic pain and had this prior to implant. The pain was from pelvic mesh and after implant they had an increase in pelvic pain since implant on (B)(6) 2015. The patient also had overstimulation in 2016 when they bent over and the stimulation went down their left leg and into their toes. There were no trauma or falls that could be related to the issue. This was due to a sudden change in therapy or symptoms. The patient first started experiencing the programmer increasing stimulation on its own on (B)(6) 2016. This also happened on (B)(6) 2016 and on (B)(6) 2016. The patient also had poor communication device issues. The patient had no telemetry with or without the antenna. Sometimes the stimulator shot pain up through their bladder or to her left side and there was damage to the nerves on her left toe due to the stimulation implant shooting up, which was the term the patient used. The circumstance that led to the programmer increasing stimulation on its own was stretching on the couch, bending, bladder pain, walking a certain distance, and stretching to put dishes away. The patient had pelvic pain, their toes were curling on their left foot, and they had a bump. The steps taken to resolve the programmer increasing stimulation on its own were that the patient called the emergency room (ER) and got ahold of their health care provider (hcp). The patient had trouble with the machine and it would not work as they couldn't control the machine. They did troubleshooting of the machine increasing on its own and couldn't turn it down. The machine device was sent to the manufacturer and the hcp called the manufacturer to send the patient another one. The patient had programmer device replacement in (B)(6) 2016. The patient was red on the left side to the toes and it didn't resolve the bump and curling on the left side, but it did help when they were sent a new device after the third time. The bump and toes on the left stayed curled with the bump. When troubleshooting in (B)(6) 2016, it caused the patient to have more bladder discomfort and pelvic shooting pain to their chest and foot on the left that caused swelling and the patient had difficulty walking. The patient's electric toothbrush, microwave, and electric mixer, and bending, walking, or stretching to a certain distance increased the device.

Event description:
The health care provider (hcp) and consumer reported that the patient had not been seen by their hcp recently. The patient had notified their managing hcp about the increased pelvic pain and overstimulation in 2016 and also notified the manufacturer. The patient had appointments on (B)(6) 2016. The circumstances that led to the increased pelvic pain and overstimulation were bending to a certain extended direction, stretching to a certain level, electric toothbrush, walking a certain distance, and using the microwave when the device was not functioning properly. The step taken to resolve the increased pelvic pain and overstimulation were that the patient called the manufacturer for another replacement device three times. The pain did not resolve, the patient had 2 bumps on the left foot that had not resolved, 2 toes on left foot would not resolve from the pacemaker, and this included swelling on left toe and foot. The increased pelvic pain and overstimulation had not completely been resolved and the patient had throbbing shooting pain around and on the incision of the pacemaker.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Any additional information received will be reported under manufacturer report 3004209178-2016-10749.